Event description:
The md attemped arteriotomy closure with the closer s 6 fr. Device after an interventional procedure in 06/2003. The arterial access site was confirmed in the common femoral artery. It was reported that the md encountered a little resistance when inserting the device at a 45-50 degree angle. When the needles were retracted a posterior cuff miss was noted. The device was removed without difficulty & 2nd closer s 6 fr. Device was inserted. It was reported that pulsating mark was obtained & the foot was deployed. The md then manipulated the device by changing the angle in the attempt to appose the foot against the arterial wall to achieve cessation of marking. It was reported that pulsating mark did not cease. The md decided to deploy the needles & upon removal of the plunger a posterior cuff miss was noted. The device was removed & hemostasis was achieved by manual compression. In 06/2003, the pt ws discharged from the hosp despite complaints of leg pain in 06/2003, the pt was admitted to the hosp with complaints of leg pain in 2003, a contra-lateral angiogram was performed & confirmed stenosis of the femoral artery. The pt was taken to the o.r for an artificial bypass graft. The surgeon stated that the inner membrane of the artery was dissected & thrombus was attached causing stenosis. The md believes that the dissection might have occurred during the manipulation of the second device while the foot was in the deployed position. The pt was discharged from the hosp in 07/2003. There are no reports of any further adverse pt sequelae.